Manufacturer narrative:
Software investigation on-going. It was determined that the exam did not follow medtronic imaging protocol. The slice thickness and spacing were not 1:1 ratio. The spacing was .7 mm and the slice thickness was 1.4 mm. Medtronic engineer thinks this could have cause the sluggishness.

Event description:
A medtronic ent representative reported having difficulty registering with tracer while in an ent procedure. They attempted to register with tracer multiple times. The registration was successful each time, but the doctor reported being inaccurate 2 cm laterally. The medtronic rep attempted a pointmerge registration but the system starting running slow and was lagging every time she attempted to store a point. When she clicked on the 3d model to locate a point to store, the system would take about 30-45 seconds to update. She said, the exam was about 200 slices and there were no problems when loading the exam. The 3d model looked good and the exam appeared very clear. They were able to register the patient with pointmerge and the case proceeded normally. There was no impact on patient outcome.